Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Dr. Revised a right hip due to trunnionosis. He removed the stem, head and liner. He implanted a competitor cementless stem and stryker mdm. Update 23/november/2020 wg: spoke to rep, who provided a pre-revision x-ray and revision usage sheet. Rep confirmed the head dissociated from the stem and that no further information will be released by the hospital or surgeon.

Event description:
Dr. Revised a right hip due to trunnionosis. He removed the stem, head and liner. He implanted a competitor cementless stem and stryker mdm. Update 23/november/2020 wg: spoke to rep, who provided a pre-revision x-ray and revision usage sheet. Rep confirmed the head dissociated from the stem and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event:  an event regarding disassociation involving accolade plus tmzf hip stem #4 was reported. The event was confirmed based on medical review. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: no clinical or pmh, no patient demographics, no operative reports or date of primary surgery, no dated serial x-rays, no examination of explanted components. Based upon the x-ray, the event description appears to be confirmed, but insufficient data is presented to create a medical report for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot. Conclusion:  it was reported that patient's right hip was revised due to disassociation. The event was confirmed based on medical review. A review of the provided medical records by a clinical consultant stated the following comment: no clinical or pmh, no patient demographics, no operative reports or date of primary surgery, no dated serial x-rays, no examination of explanted components. Based upon the x-ray, the event description appears to be confirmed, but insufficient data is presented to create a medical report for this case. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.